Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, the operating team had trouble advancing the 14fr esheath+. Ultimately, the esheath+ was able to be advanced with more than usual force, but shortly after the patient's blood pressure dropped. A subsequent angiography revealed a right iliac rupture. In response, a non-edwards balloon was deployed in the abdominal aorta and the patient was opened to repair the right iliac. It was reported that the iliac rupture likely occurred during insertion of the esheath+, and the device is not available for return/evaluation. The patient is in stable condition.